Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a faulty reservoir. The customer's blood glucose level was 298 mg/dl. The mother stated that insulin leaked insulin the pump in the reservoir area. The mother stated that they changed the site and there was little insulin left. The customer was advised to dry the reservoir compartment with a lint free cloth or sterile gauze. The customer stated that from the interior of the reservoir, it feels wet where the o-rings are. The customer stated that she already wiped out the inside of the pump and made sure that there was no fluid. The customer was advised that a leak can be an air bubble in the reservoir that is expanding during filling. The customer will return the reservoir for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.